Event description:
The customer reported that the system circuit breakers were tripped, therefore the system shut down without command. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator battery charger was replaced and the high voltage cable connectors were cleaned and regreased. The system was tested and found to be working as intended and put back into service.